Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73b1600324 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
While using the reloadable clip appliers on a case and as they were loading it, a piece of the green cartridge attached itself to the clip and fell inside the patient as the surgeon was applying the clip. He was able to grasp the clip with a laparoscopic grasper and remove it with no problem. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned clip cartridge revealed that the broken pieces were received taped to the bottom of the cartridge where the adhesive protection is applied. Microscopic examination of the broken pieces revealed that two small pieces of the cartridge material appear to have been shaved off. The slots of the cartridge were microscopically examined. Damage was observed on two slots where the broken pieces appear to have come from. The cartridge looks like it was scraped with a hard material as the polymer appears sheared. No other defects or anomalies were observed. (B)(4). The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU instructs the end user, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into other remarks: the cartridge or onto the clip." A corrective action is not required at this time as the damage observed on the cartridge indicates that operational context caused or contributed to this event. The reported complaint of a piece of the cartridge broke off was confirmed based upon the sample received. Two slots of the cartridge were received with pieces sheared off. The damage is consistent with damage that can be caused when an applier is not properly inserted into the slots to retrieve a clip. A device history record review was performed on the lot number with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the time of discovery , operational context caused or contributed to this event. No further action will be taken.

Event description:
While using the reloadable clip appliers on a case and as they were loading it, a piece of the green cartridge attached itself to the clip and fell inside the patient as the surgeon was applying the clip. He was able to grasp the clip with a laparoscopic grasper and remove it with no problem. The patient's condition was reported as fine.